Manufacturer narrative:
Visual inspection of the returned product showed the lens was received dry and a haptic was torn. Medical review - clinical studies have shown that toric icl rotation occurs in (B)(4) of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Anatomical structure, a short lens, haptic position,ect). There is not enough clinical information to determine the exact root cause; however, it seems the icl was short for the eye. According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Based on the complaint information, work order search and medical review, a probable root cause of the inadequate vaulting has been determined to be related to inaccuracy of the white to white measurement or mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt weight:unk (B)(4). Device evaluated by the manufacturer? No. Lens was not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2014. Low vault was noted and the lens was repositioned on (B)(6) 2014. The lens was exchanged for a longer lens on (B)(6) 2015 and this resolved the problem. Patient's last know ucva is 20/22 as of (B)(6) 2015.